Event description:
It was reported to tyco health care/kendall in early 2008 that a customer had a problem with a dialysis catheter. Customer reports: "a palindrome catheter fell out in late 2007. There was no pulling on the catheter, there was no infection and no inflammation had occurred. Silversite was used on this patient. She states that the catheters just fell out (cuff showing in dialysis unit). This specific complaint is from a 50 year old male, who is not obese. The catheter was a right ij insertion in 2005 by a dr. The catheter fell out in 2007. Another palindrome was inserted (left ij) on three days later by a dr. The cvc was in place 2 yr/3 mo. Patient is diabetic, was bld cx for staph, nothing at exit site."

Manufacturer narrative:
Per e-mail sent thru 01/10/2008 11:18 am: "partial hd treatment in late 2007, cxr, antibiotic administered. Palindrome placed". An investigation is currently under way. Upon completion, the results will be forwarded.